Manufacturer narrative:
Analysis of the implantable neurostimulator (serial number (B)(4)) found that there were no anomalies. The device heat generation was compared to a known good implantable neurostimulator and no abnormal hotspots were observed and there was no evidence that it behaved differently than the control device. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that they had the implantable neurostimulator (ins) put in "2014 or 2015 and I went in about 2 years later and I had a lot of burning in my back and the manufacturer representative (rep) said well we cant just replace it unless the battery is leaking, so I had the surgery for 2 hours to replace the battery and they said they had to trim tissue from my back that was damaged from when they replaced it in 2017. Pt was confusing and hard to follow with the information they gave.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: lead. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 37791, product type: recharger.

Event description:
Information was received from a consumer, a representative (rep), and a healthcare professional (hcp) regarding a patient who was implanted with a neurostimulator (ins) for spinal pain. The caller reported seeing a 375 code on the ins recharger (insr), indicating antenna failure. The caller was to send the patient a replacement antenna. It was reported that the patient experienced a burning sensation at the pocket. The caller stated that the patient noticed the message on the day of the call. The caller also stated that the patient had a burning sensation during recharging after the issue with the code began. Additional information indicated that when the patient got the 375 code, the ins was also extremely hot. The patient noted that he did not see a thermometer on the recharger. The patient was to be sent a new recharger as well. Possible issues with the anatomical location of the pocket were considered, but the caller stated that the patient liked the location of the pocket. Additional information received indicated that the patient¿s ins was replaced. It was noted that the rep was under the impression something was wrong with the ins because he stated he was told that was the case. Follow up was conducted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.